Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: guide pin was missing. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that telescope was missing the locking mechanism. The event was noticed during inspection for use. There were no reports of patient involvement.